Event description:
It was reported that the cassette/tubing was leaking. The event occurred during set up at facility. There was no patient and harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 5/27/2025 h3 and h6. Codes: updated. Device evaluation: one reservoir cassette was received in new condition. As received, there were no damages or anomalies observed. To replicate clinical use, the cassette was filled with 250ml of reverse osmosis (ro) water as per instruction for use (IFU) using an ICU medical provided syringe. The cassette was then installed onto a cadd-solis 2110 pump and 10ml of priming was performed. No pump alarms were observed. No leaks were observed. The complaint of leakage cannot be confirmed nor replicated. A device history record (DHR) review showed no discrepancies or non-conformances during the manufacturing of the reported lot number.